Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage tank and completed collimator centering adjustments. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that oil was leaking from the bottom of the c-arm on the 9800 system. Customer reported that the system was functioning ok and there was no patient impact. It was also noted that there was some minor collimator cutoff on images.